Manufacturer narrative:
The lens remains implanted. (B)(6). Device evaluation the device was not returned to the manufacturer for evaluation as it remains implanted. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced postop inflammation after implantation of zcb00 intraocular lens (iol). The physician prescribed anti-inflammatory drug (rinderon), and antibacterial drug (vigamox, vancomycin and modacin). The patient has now recovered. No further information was provided.